Event description:
Information was received that the patient's device is now at 5% battery remaining and settings were provided. Based on the patient's current battery status, it was determined that the battery is exhibiting normal battery depletion. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was replaced due to battery depletion. It was noted that upon interrogation, error code 8 displayed showing the therapy was disabled due to battery depletion. The patient's replacement surgery facility is a no return site therefore the explant product has not been received to date.

Event description:
It was reported that a patient's generator was "already in the 11-25%" range after 7 months of being implanted. No additional relevant information has been received to date.